Manufacturer narrative:
H.6. Investigation: one video of an integra syringe was received and evaluated. It was observed the needle was inside the syringe and the retraction mechanism functioned as expected. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in the video received.

Event description:
It was reported that needle broke off in patient with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: nurse of 20 years gave her husband a b-12 shot. Stated the needle broke off in her husband buttocks. Stated, she took her husband to urgent care. Stated her husband got an xray and the needle was seen. Stated her husband has a follow up with general surgeon on (B)(6) 2019. Lot: 8277962, expiration date: 2023-09-30, item: 305270, occurrence date: (B)(6) 2019. Stated her husband stopped taking his weekly b-12 shots because he's concerned he may get another needle break. By the end of the call, spouse stated she thinks she sees the tip of needle in syringe and maybe it didn't break.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle broke off in patient with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: nurse of (B)(6) gave her husband a b-12 shot. Stated the needle broke off in her husband buttocks. Stated, she took her husband to urgent care. Stated her husband got an xray and the needle was seen. Stated her husband has a follow up with general surgeon on (B)(6) 2019. Lot: 8277962, expiration date: 2023-09-30, item: 305270, occurrence date: (B)(6) 2019. Stated her husband stopped taking his weekly b-12 shots because he's concerned he may get another needle break. By the end of the call, spouse stated she thinks she sees the tip of needle in syringe and maybe it didn't break.